Manufacturer narrative:
An investigation has been initiated based on the reported info.

Event description:
It was reported that the skull clamp was involved in an incident while in contact with a pt. As a result, the pt's head slipped. No injury has been reported.